Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was being explanted due to a bacterium infection. A temporary implantable pulse generator (ipg) system was placed. During the procedure, neither the programmer nor the tablet-based device manager would not maintain telemetry during the procedure with either the infected device or the temporary device. The patient had other complications during the procedure. It seemed as though vegetation had embolized from the lead. The case was then aborted. The temporary ipg remains implanted. No further patient complications have been reported as a result of this event.